Event description:
During a remote follow up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Lead damage was suspected. No intervention has been performed. The patient was stable and will continue being monitored.